Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was moved from the left trunk area to the stomach area. The patient was doing well postoperatively.